Event description:
It was reported that the clinical study patient had pitted adhesions on the deep brain stimulator left lead extension, which was assessed as moderate in severity. Tissue around the lead extension had produced internal scars previously predicted before implantation. This resulted in a pulling sensation at the lead extension site. The patient was hospitalized and underwent a revision of the lead extension. It was assessed the event was causally related to the device and procedure. The event has resolved.

Event description:
It was reported that the clinical study patient had pitted adhesions on the deep brain stimulator left lead extension, which was assessed as moderate in severity. Tissue around the lead extension had produced internal scars previously predicted before implantation. This resulted in a pulling sensation at the lead extension site. The patient was hospitalized and underwent a revision of the lead extension. It was assessed the event was causally related to the device and procedure. The event has resolved.

Event description:
It was reported that the clinical study patient had pitted adhesions on the deep brain stimulator left lead extension which was assessed as moderate in severity. Tissue around the lead extension had produced internal scars previously predicted before implantation. This resulted in a pulling sensation at the lead extension site. The patient was hospitalized and underwent a revision of the lead extension. It was assessed the the event was causally related to the device and procedure. The event has resolved. Additional information was received that the event was not device related. Additional information was received that the event was causally related to the device and procedure. Additional information was received that the revision was due to pain caused by the pitted adhesions.

Event description:
It was reported that the vercise dbs dystonia registry a4012 clinical study patient had pitted adhesions on the deep brain stimulator left lead extension which was assessed as moderate in severity. Tissue around the lead extension had produced internal scars previously predicted before implantation. This resulted in a pulling sensation at the lead extension site. The patient was hospitalized and underwent a revision of the lead extension. It was assessed the the event was causally related to the device and procedure. The event has resolved. Additional information was received that the event was not device related, and that the patient had concretion on the deep brain stimulator left lead extension

Manufacturer narrative:
Correction to supplemental MDR in box b5.

Event description:
It was reported that the vercise dbs dystonia registry a4012 clinical study patient had pitted adhesions on the deep brain stimulator left lead extension which was assessed as moderate in severity. Tissue around the lead extension had produced internal scars previously predicted before implantation. This resulted in a pulling sensation at the lead extension site. The patient was hospitalized and underwent a revision of the lead extension. It was assessed the the event was causally related to the device and procedure. The event has resolved. Additional information was received that the event was not device related.

Event description:
It was reported that the clinical study patient had pitted adhesions on the deep brain stimulator left lead extension which was assessed as moderate in severity. Tissue around the lead extension had produced internal scars previously predicted before implantation. This resulted in a pulling sensation at the lead extension site. The patient was hospitalized and underwent a revision of the lead extension. It was assessed the event was causally related to the device and procedure. The event has resolved. Additional information was received that the event was not device related. Additional information was received that the event was causally related to the device and procedure.